Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A non-covidien service provider inspected the device and found it was working fine on ac mains supply, but when it was switched to battery mode it turned off as battery back up was not provided. The service provider checked the battery voltage and found it was not charging. The battery will need to be replace. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that during set up the e360 ventilator is turning off. There was no patient involvement.